Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had a generator replacement for a similar shocking issue, regarding a nerve close to the generator, many years prior.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the patient experienced the shocking while the device was turned off ¿not a device issue.¿ it was also noted that the patient had multiple evaluations and was unlikely they turned the device off. The patient¿s healthcare provider could not seem to get to the bottom line. The issue occurred over many years and the device was replaced (B)(4) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.